Manufacturer narrative:
Sections with additional information as of (B)(4).2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications most likely underline root cause - mlc-018 user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): same meter, different test strip lot number. Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes ¿ fatigue. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the initial concern was resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results - additional report reference number: (B)(4). Caregiver is calling on behalf of the customer; customer resides in an assisted living facility. During the call, a back to back blood test was performed by the customer using test strip lot number mx4374s that produced test results of 580 mg/dl and hi using truemetrix meter. At the time of the call the customer reported feeling fatigued; medical attention was not needed at the time. The test strip lot manufacturer¿s expiration date is 02/28/2022 and open vial date is 02/22/2021. Caregiver stated customer would continue to test using test strip lot number mx4374s.